Event description:
Inaccurate erratic readings. In blood glucose tests, customer received readings of 400, 90, and 150 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event. Customer tested on the fingers using the same blood sample.